Event description:
Post market clinical follow-up study received. At the 9 month post-op visit the surgeon noted that the screw within the metal wedge of the evans osteotomy demonstrates some bend to it and tenderness to palpation is present at that lateral posterior scar where the medial displacement calcaneal osteotomy was performed. The surgeon recommended massage to the area, continued supportive inserts, and topical nerve compound with the patient.